Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by administering a correction bolus. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.